Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2018 and suture was used. During suturing of the uterus the suture broke. There were no adverse patient consequences reported.

Manufacturer narrative:
A representative sample was returned for evaluation. The primary pack of representative sample was visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. Further knot pull tensile strength test was performed over representative sample and found to meet specification requirements. Retain samples were visually and functional inspected and were found meeting individual specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.